Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter: translated to english. The customer stated: "during using of the product, there was leakage at the edge of the flashback chamber. The medical staff had touched the blood." No further information provided at this time.

Manufacturer narrative:
H6: investigation: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for leakage with the incident lot was observed. The hub was observed to be damaged which is the likely cause for the leak. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. During assembly, the parts will be lifted by the seal pin at the reject station after the occlusion station and move it to reject station jig. The parts are then move from the rejection station jig to a staging area before it gets pick up another pick and place gripper to move the parts to the chain indexer. When there is sticky lubrication residue on the seal pin, the part that is placed by the seal pin on the reject station jig may not be sitting properly. When the pick & place jig comes in to pick the part from the jig at the staging area, the part that is not siting properly may have got hit by the gripper and got damaged during the process. H3 other text: see h10.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter: translated to english. The customer stated: "during using of the product, there was leakage at the edge of the flashback chamber. The medical staff had touched the blood." No further information provided at this time.